Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "modular component exchange for treatment of recurrent dislocation of a total hip replacement in selected patients" written by sean d. Toomey, md, robert h. Hopper jr, phd, james p. Mcauley, md, and charles a. Engh, md published by the journal of bone and joint surgery, incorporated 2001 was reviewed. The article's purpose was to report on the authors' experience with exchanging of modular components for the correction of recurrent dislocation of total hip replacements. Data was compiled from 34 revision surgeries to correct instabilities. Average number of dislocations prior to revision was 2.9 (two, three, or four occurrences), and the average time to the first dislocation was 1.3 years (range, two months to 6.3 years). All products utilized were depuy components. The article reports upon generalized outcomes and then provides patients identified radiographic imaging and narrative descriptions which are captured individually in linked complaints. Depuy products utilized: aml stems, prodigy stems, srom stem, femoral heads (material not identified), duraloc cups, arthropor cups, tri-lock+ cup, all liners were poly this complaint captures the (B)(6) woman with 3 post revision dislocations that was treated with bracing and hip-spica cast. She is one of the patients that received initial revision due to dislocation with head and liner exchange.